Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead returned and analyzed.

Event description:
It was reported that during testing before the implant attempt it was noted that there was a defect in the lead helix mechanism. The lead was not implanted and another lead was implanted. No patient complications were reported as a result of this event.